Event description:
It was reported that the device received a channel error. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 12/09/2015 to the present date 11/5/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received a channel error. There was no patient involvement.